Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(6)) was received, and an in-depth investigation was performed at the zoll san jose service depot. The root cause of the customer reported tcmid:06 (ce post failure) error message was determined to be due to defective components in pic-16 pcb, likely attributed to the device's aging. The thermogard system was manufactured in 2013 and is eight years old, past the expected serviceable life of 5 years. Upon further visual inspection, unrelated to the reported complaint, zoll service personnel noticed that the assembly cold well cap was missing, and the window display was degraded and had some air bubbles. The likely root cause for the observed issues are user mishandling and wear and tear. The cold well cap and the window display need to be replaced to address the observed problems. The thermogard system passed the functional testing. However, upon further testing, zoll service personnel noticed that the components (ssd, compressor relay, iso3, pin 3-4) in pic-16 pcb were degraded and leaking current, which resulted in an intermittent tcmid:06 error message. The pic-16 pcb needs to be replaced to address the reported complaint. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message upon powering on" was confirmed based on the review of the event log; however was not replicated during the preliminary investigation performed at zoll (B)(4). The thermogard system passed the functional testing and functioned as intended. Upon visual inspection, no physical damage was observed. The event log indicated tcmid:06 error messages around the reported event date. The thermogard system passed the functional testing without any error, and the reported tcmid:06 error message was not reproduced during the testing. The resistance value of the compressor motor and connectors was measured, and the readings were within the specification. Also, there was no malfunction noticed on the pic16 board. Zoll (B)(4) is waiting for the customer's approval to perform further investigation at zoll (B)(4). A follow-up report will be submitted when the product is returned to zoll (B)(4), and the investigation has been completed.

Event description:
During set-up for ivtm therapy, the thermogard xp ivtm system (sn (B)(4)) displayed a tcmid:06 (ce post failure) error message upon powering on. Another thermogard system was used to initiate and continue the ivtm therapy. No consequences or impact to the patient.